Manufacturer narrative:
E.1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma.

Event description:
Healthcare professional reported, rupture. Capsular contracture, baker grade I and pain. Pathology report states, 'peri-implant resorptive granulomatous reaction'. Device has been explanted. Record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Healthcare professional reported rupture, capsular contracture baker grade I and pain. Pathology report states 'peri-implant resorptive granulomatous reaction.' Device has been explanted. Record relates to the left side.